Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. As such, surgical intervention was undertaken to explant the thoracic lead. The lead could not be replaced as reported under reference MFR. Report: 1627487-2017-05072. The patient also has two peripheral leads implanted which are delivering stimulation.